Event description:
Customer reported receiving a reading of 86 mg/dl on her adc meter which was lower than she felt. Medical survey was not completed because the phone call was disconnected and multiple attempts by customer service to reach customer to obtain additional information were unsuccessful. It was reported that customer experienced unknown injury related to the reported issue. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1253461) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. Note: customer's weight is unknown. (B)(4).